Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown medication via an implanted pump. The patient¿s medical history included pressure ulcers. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that the patient had come into the ambulatory surgery center for a routine pump refill. At that time, the physician noticed a pressure ulcer near the pump pocket and he noticed a silver portion of the pump exposed. The physician explained that the patient had pressure ulcers before. The environmental, external, or patient factor that may have lead or contributed to the event was noted to be pressure ulcers near the pump pocket. The physician told the patient to go to the ER (emergency room). The patient status was reported as ¿alive ¿ no injury¿. Additional information was received and it was reported that the patient was admitted to the hospital and a pump explant was planned for (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.